Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Access vessels were unremarkable and large at 11-12mm in diameter. After successfully deploying the talent limb without issues, the quick disconnect would not function; it was noticed that the quick disconnect was glued-in on the device, and therefore the nose cone could not be retracted. The entire device was able to be removed successfully without any harm to the patient, and the case was completed successfully. No clinical sequelae were reported, and the patient is fine.